Event description:
It was reported that on (B)(6) 2014, the soft cell was inserted into a pt with dementia via the right internal jugular vein. It was said that around 8 pm on (B)(6), the catheter was reportedly broken at the hub while the pt was at home. The pt reportedly started to bleed heavily from the alleged broken site, and was taken to hosp by ambulance. On a later date, the distal catheter segment that allegedly was left in the superior vena cava was said to be scheduled for removal from the pt. The details of this complaint are currently not available for review.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.